Manufacturer narrative:
Per -7578 final report. Additional information including post primary and pre-revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested, however, this information was not provided. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. The trinity biolox delta ceramic head was only revised due to loosening of a paragon stem. There has not been a malfunction or deterioration in the effectiveness of the trinity head and thus no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 5 months due to loosening of a paragon stem.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 5 months due to loosening of a paragon stem.